Manufacturer narrative:
As reported, the re-entry (needle) cannula would not retract. The device was safely removed and a different outback was used. There was no reported patient injury. The target lesion was the popliteal. The lesion was a little calcified and had some vessel tortuosity. The rate of stenosis was 100%. The device was used to treat a chronic total occlusion (cto). The device was stored per the instructions for use (IFU). The device was prepped according to the IFU. There were no anomalies noted during prep. There was no apparent damage to the device noticed prior to use. The cannula actuation action was verified outside of the patient. The cannula/needle actuated smoothly during prep. There was no difficulty retracting the cannula back into the catheter during prep. The catheter was held in a straight orientation with ¿no slack¿ during preparation. The cannula tip was fully retracted before insertion. The handle deployment slide was locked in the proximal position. There was no difficulty advancing the outback to the lesion. Initially at the lesion, the cannula/needle actuated smoothly prior to the malfunction. One non-sterile outback was received coiled inside a plastic bag. Per visual analysis, the cannula was received deployed (10 mm). One kinked condition was observed on the catheter body at 16 cm from the distal end. No other damages/anomalies were found on the received unit. The cannula deployment length and catheter usable length was measured and the results were found within specification. The functionality of the unit was performed successfully despite the kinked condition found on the catheter body. The handle was actuated and the needle was retracted and deployed as expected. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The ¿cannula/needle (outback only) - retraction difficulty-unable to¿ reported by the customer was not confirmed as the cannula was successfully retracted and advanced several times. However, a bent condition was observed on the body shaft of the unit. The exact cause of the bent condition observed on the body shaft of the unit could not be conclusively determined. Controls are in place to prevent bent defects on the units. The product instructions for use (IFU) cautions the user that excessive calcification at the site of re-entry may impair the device¿s performance. It instructs the user to retract the cannula tip into the device by fully retracting the handle deployment slide until it stops. The user is then to release the handle deployment slide button to lock the deployment slide in the retracted position. The user is then instructed to ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. Neither the product analysis nor the manufacturing records review suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the re-entry (needle) cannula would not retract. The device was safely removed and a different outback was used. There was no reported patient injury. The target lesion was the popliteal. The lesion was a little calcified and had little vessel tortuosity. The rate of stenosis was 100%. The device was used to treat a chronic total occlusion (cto). The device was stored per the instructions for use (IFU). The device was prepped according to the IFU. There were no anomalies noted during prep. There was no apparent damage to the device noticed prior to use. The cannula actuation action was verified outside of the patient. The cannula/needle actuated smoothly during prep. There was no difficulty retracting the cannula back into the catheter during prep. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. The cannula tip was fully retracted before insertion. The handle deployment slide was locked in the proximal position. There was no difficulty advancing the outback to the lesion. Initially at the lesion, the cannula/needle actuated smoothly prior to the malfunction.